Event description:
A malfunction alarm was reported, displaying malf 12. This issue caused the customer's blood glucose level to exceed 500 mg/dl, though the specific value was displayed as "high." The customer addressed the elevated blood glucose level by administering a correction bolus via the pump. Customer continued using the pump for insulin therapy.